Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. It was noted that apparent vegetation was visible on the leads during trans esophageal echo. The ipg system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.